Event description:
It was reported per the dealer home user who was very heavy set wanted extra brakes on their bed, dealer went to user's home and put on two extra caster brakes (bed now has four bed caster with brakes). Home user went to get up from the bed and the bed "got away from user and user fell to the floor. Was taken to the hosp for exam nothing was found, released and went home. Per user before fall user was scheduled for surgery because of user's arthritis and was receivng 8 hrs of care, user said user's dr said fall aggravated user's arthritis now user needs 24 hour care. Surgery still schedluled per home user.